Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male pt was undergoing an elective endovascular stent graft placement in 2008. The main body stent graft and two iliac leg grafts were being placed as labeled. A confirmatory angiography revealed a proximal type I endoleak. The proximal neck of the main body was balloon dilated, which decreased the endoleak. Expecting that the leak would disappear as heparin would neutralize with time, the physician elected to observe the leak.